Event description:
Pt had greater than 500cc blood loss due to leak in system at dialyzer/venous line connection where the venous line was not secured tightly. The leak was noted approx one hour after initiation of pt treatment. Pt became hypotensive requiring bolus saline replacement. After pt was reinfused and stabilized, pt was sent & admitted to hospital for 2 days and transfused with 4 units of packed rbc's.